Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The standard insertion handle (p/n: 03.010.045, lot #: 4819619) was returned and received at us cq. Upon visual inspection, scratches and nicks were observed on the device consistent with device use and the etch started to fade but does not have any update on the device functionality. No other issues were observed with the returned device. The functional test was performed on the returned devices. The returned aiming arm (p/n: 03.010.049) was not able to assemble fully with the insertion handle, due to the deformed aiming arm. The returned aiming arm was investigated under a different pi in the same pc. Confirmed for the standard insertion handle (p/n: 03.010.045, lot #: 4819619). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot part number: 03.010.045, synthes lot number: 4819619, supplier lot number: n/a, release to warehouse date: 22apr2005 , expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an orthopedic procedure, the unknown trocar did not line up with the holes in the unknown nail when drilling for the unknown interlock screws. Once the unknown nail was inserted, the surgeon attached the antegrade aiming arm for retrograde/antegrade femoral nail, however it did not connect easily and had to be forced onto the aiming arm for it to finally seat. After multiple attempts, the surgeon eventually took antegrade aiming arm off and freehanded the proximal interlock screws. There was a surgical delay of five (5) minutes. The procedure was completed successfully. There was no patient consequence reported. Concomitant devices: unknown interlocking screws (part# unknown, lot# unknown, quantity unknown), unknown drill bit (part# unknown, lot# unknown, quantity 1). This report is for one standard insertion handle. This is report 1 of 4 for (B)(4).